Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: it was reported that the patient was in need of a pocket revision. 2025-apr-30: additional information was received from a manufacturer representative (rep). The rep reported that there was no device issue, patient just needed to move the device to a different location since it was causing slight discomfort to them. Patient just wanted location of battery in a different area to help aid them in recharging and comfort. Battery was relocated to an appropriate area. Issue has been resolved.